Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operation room for an elective device upgrade. During the procedure, it was noted that the right atrial exhibited low impedance. Upon interrogation, the conductor underneath the insulation was noted to be crushed. The lead was explanted. The patient was stable during and post procedure.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than (B)(6) 2017.